Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the inflation and deflation issues was confirmed. A cylinder bulge would lead to a limited device function. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. The adverse event of deflation issues due to the cylinder bulge would lead to limited device function and is a known risk of the device that is included in the hazard analysis. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was fatigued and worn down to the filament. The pump was functionally tested and performed within specification. The ams700 cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had a leak in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery; hole was present. Cylinder 1 had bulge was in the cylinder body when inflated with syringe. Cylinder 1 was not pressure test due to that bulge and leak that was identified. Cylinder 2 passed all tests performed. The identified bulge in the cylinder could affect the functionality of the device as the reported of inflation and deflation issue. Product analysis confirmed cylinder 1 malfunction. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Mechanical difficulty with the device leading to limited device function is included in the product labeling. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen, based on the failure with the cylinder that had a bulge that was identified.

Event description:
It was reported that the patient had the inflatable penile prosthesis replaced as the device failed to activate therefore the patient was unable to achieve a satisfactory erection. Once the device was removed, the right cylinder was overinflated and in a banana shape with the dacron fabric clearly split. The left cylinder was completely deflated. Once out of the patient and on the mayo stand, hitting the deactivation button and trying to deflate the right cylinder was not possible. Following the replacement surgery, the patient fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis replaced as the device failed to activate therefore the patient was unable to achieve a satisfactory erection. Once the device was removed, the right cylinder was overinflated and in a banana shape with the dacron fabric clearly split. The left cylinder was completely deflated. Once out of the patient and on the mayo stand, hitting the deactivation button and trying to deflate the right cylinder was not possible. Following the replacement surgery, the patient fully recovered.